Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) patient came to the emergency room in stable vt. The ICD displayed a message, indicating that all therapy had been delivered. The patient's arrhythmia was converted to sinus rhythm with a manual burst of anti-tachy pacing (atp). Further testing was done to test the atp functions of the ICD. The patient was re-induced into an arrhythmia around 700ms. After several beats a paced rate of 450 ms started inappropriately, and did not cease until the patient's arrhythmia was re-induced. The ICD shocked the patient appropriately, and then was turned off. After review of the patient data with cpi, it could not be determined why the ICD paced inappropriately. The ICD was replaced.